Event description:
It was reported that the sensitivity on the external pulse generator was "way off." The generator was returned for repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, but the main printed circuit board (pcb) was replaced as a preventative. It was also noted that the upper case was broken. (B)(4).